Manufacturer narrative:
The pod was received not deployed with the slide insert not visible in the viewing window and the soft cannula not visible in the bottom housing window. The download data from the pod showed that the pod was deactivated by the user at the end of second prime at pulse 51. The data showed a rotational sensor error at the beginning and at the end of the run, the error being a false open in both cases. The first false open led to a premature start of the rotational sensor algorithm, which resulted in the ratchet gear not rotating enough for the firing flat to line up with the release bar, and ultimately lading to the needle mechanism not deploying by the end of second prime. In summary, the needle did not deploy due to a rotational sensor error at the beginning of the run. Inspection of the rotational sensor springs and the commutator cap found no physical defects or deficiencies that could cause the observed error. Inspection of the needle mechanism components found no damages or deficiencies that would prevent the needle mechanism from deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was not worn.